Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was damage on the top pane near the reservoir. The customer¿s blood glucose level was 174 mg/dl at the time of the incident. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per healthcare professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. Insulin pump received with missing display window/cover.

Event description:
It was reported via phone call that the customer's weight has been changed to (B)(6).